Event description:
Patient presented on (B)(6) 2023 with an aorta and iliac system occluded with thrombus beginning 2-3 cm distal to the left renal artery. The patient did have aortic disease associated with this event and the physician decided to place an excluder device in order to treat the disease state. The device chosen to do so was the following: (cxt321414 l/s#: (B)(6)). As the device was being implanted, the main device was partially deployed and the contralateral gate was cannulated per IFU. As the physician attempted to position the proximal portion of the device in anticipation of full deployment, the device appeared to catch on something in the proximal aorta, possibly the shelf of thrombus, causing the left side of the device to angle in a way in which the physician attempted to reposition and correct. After several attempts to do so, the physician was unable to position the graft appropriately relative to the left renal. Rather than persisting with all the thrombus present, the physician made the decision to convert to an open procedure. Patient tolerated the procedure and was reported to be doing fine.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B1 and h1: type of event revised. Previously reported as a product malfunction, further review indicates this is a serious injury.

Manufacturer narrative:
H.6. Type of investigation: code updated to code b14 and b18 as a result of the completion of a DHR review. H.6. Investigation findings: investigation findings code updated to code c19 as a result of the completion of a DHR review. H.6. Investigation conclusions: code d16 updated to code d11001.